Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) was explanted and replaced due to premature elective replacement indicator (eri). No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6935 implantable tachy lead, (B)(6) 2011; a 305c223 tissue valve, (B)(6) 2010; a 4592 competitor implantable pacing lead, (B)(6) 2011. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.